Event description:
It was further reported that the patient went to cardiopulmonary arrest in hospital. Coronary angiography was performed to reveal the lesion but no lesion/thrombosis was found. Percutaneous cardiopulmonary surgery and external pacemaker were performed to treat cardiopulmonary arrest, however the patient expired. In the physicians opinion the cause of death is bradycardia and renal infarction due to hyperkalemia.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that the patient experienced a myocardial infarction and died. In (B)(6) 2012, the patient presented with amii. The first 90% stenosed, 18mm x 3.0mm, target lesion was located in a non-tortuous, non-calcified, proximal left anterior descending artery (lad) the first target lesion was a denovo, typeb1, concentric, diffuse lesion. The target vessel was over 45 degree and less than 90 degree. The first target lesion was treated with implantation of a 3.0 x 20mm promus element stent at 12atm. Post-dilatation was performed resulting in timi flow iii and a visual residual stenosis rate of 0%. The second, 90% stenosed, 20mm x 2.5mm, target lesion was located in a moderately tortuous, non-calcified, mid to distal lad. The second target lesion was a denovo typeb2, concentric lesion. The target vessel was less than 45 degrees and contained thrombus. The second target lesion was treated with implantation of a 2.75 x 20mm promus element stent at 12atm. Post-dilatation was performed resulting in timi flow iii and a visual residual stenosis rate of 0%. In (B)(6) 2012, the patient presented with myocardial infarction and was treated with administration of drug and angiography. The patient died the next day. It is possible that death was caused by the heart.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).